Manufacturer narrative:
Evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. Forceful advancement against this resistance likely contributed to the kinks observed near the mid-joint. During functional testing, the pusher assembly mid-joint was advanced though the introducer sheath friction lock with resistance. The smart coil was then advanced through its introducer sheath with resistance due to the pusher assembly kinks. Further evaluation revealed additional pusher assembly kinks. This damage was likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2021-00611, 3005168196-2021-00612.

Event description:
The patient was undergoing a coil embolization procedure in the middle cerebral artery using penumbra smart coils (smart coil) and a non-penumbra microcatheter. During the procedure, three smart coils were stuck within its introducer sheath and would not advance into the microcatheter. Therefore, all three smart coils were removed. The procedure was completed using additional smart coils and the same microcatheter. There was no report of an adverse effect to the patient.